Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the insulin pump had scratches on the screen, screen has dimmed, sometimes night light works sometimes did not. The customer stated that changing batteries more frequently than previous, insulin pump has rejected new batteries. The device will not be returned for analysis.